Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va12zml, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the implantable neurostimulator site in the buttocks had become swollen and an infection was suspected. The implanted system was therefore explanted due to infection. It was unknown what may have caused the event. The patient's underlying disease was fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.